Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the replacement surgery was performed on (B)(6)2025. The device will be returned to medtronic.

Event description:
It was reported that the patient had recharge issues, and after some attempts they got software problem 58. Technical services advised to reset the controller, check for damage to the components, and ensure the controller is sufficiently charged. The manufacturer representative (rep) called back and stated the patient has not been able to recharge the implant (ins) for about a week (they never had issues before with recharging), and yesterday they got software error 58 on the controller. The rep has seen the patient today and they tried passive recharging for a while now but without success. They also replaced the handset, battery pack and antenna while trying this. Now they got software error 58 again. Technical services recommended the rep make sure that the handset is charged sufficiently, make a few attempts at passive recharge, and then also to do a "disable device" procedure if possible. On september 22nd, the rep updated and stated they tested recharging with a new handset, antenna and battery pack, but recharging was still not succ essful. They were also going to try to communicate with clinician programmer again after disabling device. If not successful, hcp and field rep were going to evaluate a system revision and possible explant. No symptoms were reported. Additional information was received from the manufacturer representative (rep). It was stated that the cause of the persistent recharging issues was not determined; explant surgery was scheduled for september 30th. Additional information was received from the manufacturer representative (rep) stating the implant replacement surgery was postponed due to lack of approval from the patient's insurance company. No date has yet been set for the surgery.

Manufacturer narrative:
B3: event date is unknown g2. Foreign: pt medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.